Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath seat. We are filing this report in an over-abundance of caution due to an MDR regression analysis. The device was not retrieved so an evaluation was not performed. Historical data of complaints of the same nature were reviewed and found to be very limited with no trend and (B)(4) defect rate. End-user adjusted the legs on the chair to make them shorter. While in use one of the legs gave out. The end-user fell out of the shower injuring her back, ribs and hitting her head. She went to the doctor for diagnosis and treatment.